Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure a system message was displayed causing a posterior capsule tear. The surgeon was not able to implant the intraocular lens, the case was not completed. It has not been confirmed if a second procedure was performed. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received. There was no, or extremely low suction during the nucleus fragmentation. It was noted that there was an occlusion. The cassette, handpiece and tubing were exchanged with no resolution to the issue. The posterior capsule rupture occurred before the exchange of the system. An anterior vitrectomy was performed and a suture placed to close the wound. The system was exchanged to finish the surgery. A second procedure to implant the intraocular lens is scheduled for the following month.

Manufacturer narrative:
Additional information has been provided. The surgeon completed a questionnaire and noted the event will resolve with treatment. The unplanned vitrectomy, a sulcus fixated iol implant, and sutures are planned. There is no sign of a retinal detachment. The event occurred when there was very low suction during removal of the nucleus. There was an occlusion noted during surgery. The patient had a brown nuclear cataract. The density of the nucleus was 3+. There was not a single use device reprocessed and reused on the patient. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. The system operator¿s manual includes a warning: ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Adjusting aspiration rates or vacuum limits above the preset values, or lowering the intraocular pressure (iop) or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. When filling handpiece test chamber, if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Avoid setting the patient above the fluid management system (fms) unless patient eye level (pel) is used. Operating with the patient above the fms without pel adjustment will result in a lower irrigation pressure than indicated on the display, and possible under-venting. Use of bss irrigating fluid bags other than those approved by the manufacturer for use in the active fluidics system can result in patient injury or system damage. Use of appropriate technique and settings is important to minimize fragments and turbulence. Do not remove the fms during the surgical procedure. In the event of a system error, release footswitch to the up position. Improper handling or removal of dual irrigation handpiece tip from eye may cause draining of the fluidics system. The handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. There is no evidence that indicates the handpiece contributed to the reported event. It is noted that an occlusion occurred during the procedure. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. With no additional, related information provided, the customer reported event was not able to be confirmed. The company service representative examined the system and was able to replicate the reported event of the system having fluidics issues. The fluidics module was replaced. The system was then tested and met all product specifications. The system was manufactured on august 15, 2016. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event of the patient experiencing a pc tear, leading to an anterior vitrectomy and sutures was not able to be confirmed. The root cause of the reported event of the system having no aspiration and displaying a system message can be attributed to a nonconforming fluidics module; however, without a sample, component level root cause cannot be determined at this time. The root cause of the reported event of the patient experiencing a pc tear, leading to an anterior vitrectomy and sutures cannot be determined conclusively. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The manufacturer internal reference number is: (B)(4).